Manufacturer narrative:
Received five used 011-mc3316 smallbore bifuse ext sets and one 3 ml syringe for complaint investigation. No defects or anomalies noted. Each of the returned devices were filled with fluid and used to inject through each microclave on the 011-mc3323 trifuse ext sets. There were no restrictions in flow. The reported complaint was not replicated or confirmed. The DHR was reviewed and no relevant non-conformities were found that would have led to the reported complaint. Corrected information can be found in d10 and e3.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
The event occurred on an unspecified date and involved a 6" (15cm) appx 0.33ml, smallbore bifuse ext set w/2 microclave¿ clear, 3 clamps, rotating luer that experienced no flow. The customer reported malfunctions in the functioning of the two and three-way micro clave extension, which manifests itself as hemodynamic instability of the patient and the error message ¿ ¿occlusion on the perfusor¿. When the extension is replaced, the patient's condition normalizes. The problem has occurred in several cases (unspecified quantity). The event occurred during infusion. No serious injury or death. No blood loss and no unprotected chemo exposure. There was delay in critical therapy. No adverse operator consequences and no med/surg intervention required. The device was changed out/replaced with no further problems encountered. The product is stored in the storage area, monitored and has all the necessary certifications (iso standards etc.) There were no cuts, holes, defects noted on the product.